Event description:
A surgeon reported a pt with decreased visual acuity following bilateral intraocular lens (iol) implant surgery. The surgeon reported the pt was doing well, until about three weeks prior to the report of this event, when she reported a "cold" and her left eye began to "deteriorate", especially after reading. The pt reported feeling as if a film were over her eye. The surgeon noted some posterior capsule opacification and deposits on the anterior surface. The surgeon reported the pt was not seeing well out of either eye for distance. Additional information has been requested. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Product history record could not be reviewed, because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information was requested on 01/19/2009 and 01/20/2009 by phone, fax, and mail. A completed questionnaire has not been received.